Event description:
The pump was returned for investigation. Investigation revealed that a single component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/09/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/09/2014 with the following findings: during investigation, a review of the pump history showed multiple consecutive call service alarms on 10/04/2013. The pump powered on with a call service alarm that would not clear. The pump powered on with a call service alarm that was not able to be cleared. The pump¿s cover was removed and evaluation revealed a single component failure on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).